Manufacturer narrative:
(B)(4). Reported event of "catheter broken." Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary stent placement procedure performed in the bile duct on (B)(6) 2016. According to the complainant, after the physician was able to release the stent, the distal tip of the inner guide catheter got detached and remained inside the patient. The broken catheter and stent were removed using forceps. Consequently, there was also difficulty in positioning and placing the stent as it moved from the bile duct to the duodenum when the delivery system was removed. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual evaluation of the returned device found that the push catheter was kinked. The guide catheter was found detached from the pull wire cannula and kinked in several locations. The stent was free of any obvious kinks or bends. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation and maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheter bound by kinks and bends, the stent would become difficult to deploy. Forcible attempt to deploy the stent could cause detachment of guide catheter. The device also likely had experienced problem with positioning the stent due to kinks in catheters. Therefore, "operational context" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary stent placement procedure performed in the bile duct on (B)(4) 2016. According to the complainant, after the physician was able to release the stent, the distal tip of the inner guide catheter got detached and remained inside the patient. The broken catheter and stent were removed using forceps. Consequently, there was also difficulty in positioning and placing the stent as it moved from the bile duct to the duodenum when the delivery system was removed. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".